Manufacturer narrative:
Reportable malfunction with inomax dsir ds20070065 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to apparent ipl failure for inomax dsir ds20070065 from the us. This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs from a device in the us.